Event description:
It was reported that the patient hurt their back on a horse the day prior to the report and had an appointment with a new back doctor on (B)(6). The day of the report the patient was driving and getting a shocking sensation and the implantable neurostimulator (ins) wouldn¿t turn off. It was reported that the patient programmer (pp) wasn¿t working or turning off the ins even after the patient tried new batteries in the pp. The patient went to the hospital in (B)(6) but they couldn¿t turn off the ins. The patient didn¿t have the recharger with him and was thirty minutes away from the recharger. It was reviewed that the patient could try the recharger but if the patient did something to his back he may need to have the ins and leads checked. The patient asked for a list of physician listings as they had not seen their doctor since (B)(6) 2014 because they no longer took the patient¿s insurance. The patient stated he needed the ins adjusted, and if he couldn¿t find someone to adjust his stimulator he would just have it taken out. It was noted he hadn¿t had a pain prescription for two months. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).